Manufacturer narrative:
The calcium reagent and the na electrode lot numbers and expiration dates were not provided. A general reagent issue can be excluded since no further issues were reported, and a correct rerun was performed with the same reagent. The customer found that the cell rinse tube was damaged at the connection to the nozzle and had a hole. The root cause was due to a damaged cell rinse tube (component failure).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium assay and sodium (na) on a cobas 6000 c501 module. Calcium: initial result: 1.9 mmol/l. Repeat result: 2.29 mmol/l. Na: initial result: 150 mmol/l. Repeat results: 224 mmol/l and 149 mmol/l. The medical station questioned the initial calcium result, and the sample was then repeated.